Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming an no flow out when it should have alarmed load set. Mmdg followed up with the initial reporter, who stated that the patient had not reported any adverse effects due to the complaint. No other information was provided. (B)(4).

Event description:
The initial reporter stated that the pump was alarming an no flow out when it should have alarmed load set. Mmdg followed up with the initial reporter, who stated that the patient had not reported any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.